Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was white foreign matter on the bd precisionglide¿ needle and under the needle cap. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was white foreign matter on the bd precisionglide¿ needle and under the needle cap. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.